Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to reboot the system and check the power supplies. No error was displayed following reboot. The customer decided to monitor the system before proceeding with further repairs. No further info is available at this time.

Event description:
The customer reported that the system displayed an x-ray disabled error message at boot up. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.